Event description:
The consumer reported the implantable neurostimulator (ins) she had prior was broken and it was replaced. An attempt was tried to clarify if the battery had depleted but the patient only indicated it "broke." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Reference manufacturing report # 3004209178-2016-09045.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.